Event description:
Revision surgery performed to correct a lag screw backout. While attempting to extract set screw, ptn nail split at the opening for the set screw. Parts were removed and a new ptn nail was implanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Selected adverse event as the case was a revision surgery corrected outcome attributed to adverse event to indicate required intervention to prevent permanent impairment/damage(devices) and remove original selection, congenital anomaly/birth defect as it does not apply.

Manufacturer narrative:
Implant date: (B) (6) 2008.